Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-15448. Reference MFR report: 1627487-2013-18449.

Manufacturer narrative:
Evaluation: results: conclusion of "charging/communication" was not confirmed. As received the ipg 3788 was charged and the lab charging system was able to detect the ipg and the ipg accepted the full charge. Returned ipg was tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.